Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) had triggered an error code 1007 and 1004. Technical services informed that the patient is not protected and the device should be replaced immediately. Additionally, it was noted the patient received a shock and when attempting to deliver a shock there was a low shock lead impedance (sli) that was detected however, the shock did not convert the rhythm. The patient did experience syncope when a shock occurred. Subsequently, this device was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) had triggered an error code 1007 and 1004. Technical services informed that the patient is not protected and the device should be replaced immediately. Additionally, it was noted the patient received a shock and when attempting to deliver a shock there was a low shock lead impedance (sli) that was detected however, the shock did not convert the rhythm. The patient did experience syncope when a shock occurred. Subsequently, this device was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified. Review of device memory found a shorted lead error (code 1004) had been recorded. Memory also showed that a shock had been attempted and resulted in abnormal shock impedance measurements. An x-ray of the device revealed a damaged plasma fuse. The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error.